Event description:
Boston scientific received information stating: patient seen today 6 weeks post implant. At implant atrial lead had poor p wave sensing with p waves at 0.75 mv and therefore sensitivity was programmed at 0.15 mv. Today arrhythmia logbook showed episodes of inappropriate atr events due to over sensing of noise. Patient did not experience any adverse events due to this. Sensitivity programmed to 0.25 mv and patient to return in 3 months to see if there are any further inappropriate atr events. (B)(6) on canada implant date (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).